Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was not reviewed as the batch number was not available. Based on the information received, the cause of the reported pericardial effusion could not be conclusively determined.

Event description:
Related manufacturing reference: 9680001-2019-00114, 2182269-2019-00117, 2182269-2019-00118 during an atrial fibrillation ablation procedure a pericardial effusion occurred. At the start of the procedure transseptal puncture, advancing the tacticath, and steering within the left atrium (la) was difficult due to patient's anatomy. When ablation was started high force values were noted. Following two ablations the patient became hypotensive. A pericardial effusion was visible via echocardiography. A pericardiocentesis was done to stabilize the patient and the procedure was ended. There were no performance issues with any abbott device.